Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports that the tp had cording, as well as swelling up in the left arm. Betadine was used to clean the area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion, nor was it difficult to secure. The PICC was secured with a small piece of duoderm under the wings then the wings were chevroned with a sterile piece of tape and a transparent dressing was put over the insertion site and wings. It was inserted on (B)(6) 2013 into the left antecubital and was used for continuous feed. Heparin 1 unit/ml in a 10 ml syringe was used to flush the line. The hub was cleaned with an alcohol wipe. The PICC was removed on (B)(6) 2013 with a sterile saline wipe. A septic work-up was done and the infant was placed on antibiotics. The pt has since been discharged to go home.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.